Event description:
The male patient had the following medical history: family history of coronary artery disease, and hyperlipidemia. The target lesion was the mid right coronary artery (rca). The patient received a 3.0 x 28mm cypher select stent. After stent implantation, the side branch below the target lesion was occluded. The occluded acute marginal branch was completely opened after insertion of a pt2 wire. This event was noted to be highly probably related to the device and index procedure.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.